Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 07-may-2015, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 13-may-2015, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-sep-2013, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease and movement disorders. It was reported that the patient was scheduled in the morning on the day of the report for a deep brain stimulator (dbs) battery replacement. Prior to the replacement, the rep interrogated the device and discovered a short at one of the contact points (1 <(>&<)> 2). After the replacement, the short was still there. The current programming setting for the device did not affect or have an impact on the short circuit. It was noted that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.